Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead had sudden high impedance and the leads were th ought to be fractured. Reprogramming was performed to turn off therapies. The leads were explanted. No patient complications have been reported as a result of this event.